Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection of the lead found setscrew marks on the terminal pin and terminal ring. The helix was retracted and there was blood in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was taken and no anomalies were found. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day after the implant of this right ventricular (rv) lead and pacemaker, there was no pacing noted on the rv lead. The device outputs were reprogrammed to 7.5 volts; however, it was also noted that when the patient changed positions (supine to standing), there was no pacing observed. All lead measurements were in normal range and no noise was noted on the ventricular channel. A revision was performed and the device and rv lead were explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.